Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be used in the lower end of the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation, the handle cannula of the trapezoid rx was bent and could not be use. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following procedure was stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name is (B)(6). Block h6: imdrf device code a040609 captures the reportable event of handle cannula bent. Block h11: the returned trapezoid rx was analyzed, and it was found during visual and microscope inspection that the side car rx was push back 21 mm and the sheath was buckled. Functional test was performed, and it was found that the basket was not able to open due to the damage on the sheath. The handle cannula was observed not bent. The reported event of handle cannula bent was not confirmed. Based on all available information, side car pushback was most likely due to the amount of force applied on the thumb ring from the handle when trying to destroy the stone. The working length tends to "retract" itself pushing back the side car rx. Additionally, the same force led to sheath accordion and basket failure to open. Therefore, the most probable root cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. Block e1 initial reporter phone has been corrected.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name is (B)(6). Block h6: imdrf device code a040609 captures the reportable event of handle cannula bent.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be used in the lower end of the common bile duct during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation, the handle cannula of the trapezoid rx was bent and could not be use. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following procedure was stable.